Event description:
The customer reported this shaver to be inoperable. There were no reports of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation and the reported problem was confirmed. Further investigation found the handpiece has the potential to operate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.